Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09oct2020.

Event description:
The customer reported o2 (oxygen) sensor was changed due to low sensor o2. But now is reading high o2. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.